Event description:
An 28 mm diameter x 16 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm was 7.7 cm in diameter and vessel morphology are unknown. The pt had a history of cardiovascular disease, diabetes, hypertension and obesity. It was reported that the pt had a prior surgical aortic aneurysm repair 2 years ago and then subsequent and more recent diagnosis of an aortoenteric fistula. This was treated by placement of the aneurx bifurcated stent graft within the previous reconstruction. Six and a half months post the aneurx stent graft implant the pt again began bleeding and was referred to another hospital with septic picture. A CT showed a large hematoma around the proximal end of the stent grafts, endoscopy confirmed an aortoenteric fistula. Subsequently the patient expired during the procedure. The explanted stent graft was returned to medtronic and its evaluation is pending.

Event description:
Evaluation of the explanted stent graft has been completed. This device was explanted during surgical conversion due to an aortoenteric fistula and an infected aortic graft and endoleak. This condition likely contributed to the aaa enlargement and subsequent deterioration of the aorta. At implant, the aneurx stent graft was successfully placed within an old dacron graft, reportedly to repair an aortic ulcerated plaque or aortic fistula, 2-3 years ago. Pt remained hospitalized with complex medical problems finally resulting in the explant due to the fistula and deteriorating medical condition. Pt died intraoperatively.